Manufacturer narrative:
According to the field, the ICD will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to rapidly conducted atrial fibrillation. The inappropriate shocks led to therapy exhaustion. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.